Manufacturer narrative:
As reported, the outer sealed edge of 3dmax light mesh was damaged. The returned sample has been visibly handled as expected from use with small areas of blood contamination in the area of the mesh tear. Evaluation of the sample finds there is a tear in the edge seal of the mesh which starts at the seal and continues along the seal edge, separating the seal from the mesh. A tear of this nature would not be an out of the box condition and can present due to forces applied to the mesh. No manufacturing anomalies were found. Based on sample evaluation and investigation performed, the likely root cause is forces applied to the mesh during user/device interface. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic inguinal hernia repair procedure, when the 3dmax light mesh box was opened, noted that there was damage to the outer shield (sealed) edge of the mesh head. It was reported that there was no damage to the inside or outside of the package and the box was completely sealed prior to opening. It was reported that mesh was not used, and another product was used to complete the procedure. There was no patient injury.